Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: returned to manufacturer: yes section d-9: date returned to manufacturer: 05-nov-2021 section h-3: device returned to manufacturer: yes device evaluation: visual inspection under magnification revealed an iol stuck inside of the cartridge, which is consistent with a cartridge with an inadequate amount of ovd (ophthalmic viscosurgical device), suggested by the lack of dried viscoelastic residue inside of the cartridge. Furthermore, the observed cartridge tip damage is consistent with a handpiece that was dropped and landed on the cartridge tip. The lens was removed but it became damaged and had haptics detach in the process. The complaint issue cartridge damage was confirmed but can be related to dropping the handpiece. The complaint issue lens damaged can also be confirmed, however; this may be attributed to removing the lens from the cartridge and therefore cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. Historical data analysis: a search in complaint system revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. If implanted; give date: not applicable. No patient involvement. If explanted; give date: not applicable. No patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis smplcty preloaded delivery system failed and the intraocular lens (iol) twisted. There was no patient contact with the device. A non-johnson and johnson iol was used instead. No further information was provided.